Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device generator changeout procedure for a routine elective replacement indicator, output anomaly from the device was observed. The patient was asymptomatic. Intermittent capture threshold and sensing were observed. The device was explanted and replaced without adverse consequences. The patient was in good condition following the surgery.